Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that only the dislodged stent was returned, confirming the reported dislodgement. The multi link 8 stent delivery system (sds) was not returned. There was no blood or contrast visible. There was no damage noted to the stent implant. The stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodgement; however, a conclusive cause for the reported complaint could not be determined. It was reported the sds was advanced to the lesion before it was noted the stent was missing. It should be noted the multi link 8 coronary stent system instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted; however, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the lot history record revealed there were no noconformance material reports that could have contributed to the reported complaint. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the lesion was in the diagonal artery that was 90% stenosed. The stent delivery system (sds) was advanced to the lesion; however, prior to deployment, it was observed on x-ray that the stent implant was not on the balloon. Upon investigation of the device, the stent implant was found inside the protective sheath. Another 4.0x15 mm multi-link 8 stent was used to complete the procedure successfully. No patient adverse effects were reported. There was a clinically significant delay in the procedure; however, was noted as just a bit longer than usual. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.